Event description:
Nurse reported to pharmacy that 1 of 4 doxorubicin syringes with texium was leaking during administration to patient. Nearly entire dose was administered to patient; however small amount of doxorubicin remained in the tubing which leaked during flushing.